Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was noted when it comes to this right ventricular (rv) lead resulting in no pacing delivered. The lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Event description:
Additional information noted that this patient only had an issue with high defibrillation threshold (dft) threshold, not pacing. This was a patient specific issue and not the result of any particular lead or device failure.